Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional peripheral angiogram procedure with a 6f sheath. Reportedly, during deployment, the device became stuck in the patient's anatomy, despite the footplate being closed. Excessive force was required to remove the device, leading the physician to suspect a torn artery due to significant bleeding. A stent was placed, and manual compression was applied to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may led to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely tissue, vessel or suture was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6 medical device problem code: 2017 - excessive force.

Event description:
Subsequent to the initial report, additional information was provided. The stent was implanted to treat the tissue damage related to the torn artery and manual compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated based on additional information.